Event description:
It was reported that (b)(6 cassette had hole that resulted in leaking medication. No patient or clinician injury.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: 3012307300-2022-03488. The report was submitted in error.